Event description:
It was reported on remote transmission there was loss of contact between the electrodes and tissues from the implantable cardiac monitor, that recorded as an asystolic event. The monitor remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.